Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Based on the information provided there is no way to determine if the bard/davol flat mesh placed in 2004 caused or contributed to the issues experienced after implant. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004 - patient underwent repair of the posterior wall prolapse with use of a bard/davol flat mesh. In the postoperative months the patient experienced delayed wound healing with granulation tissue, spotting, discomfort, discharge and some minor dehiscence of the vaginal skin. Granulation tissue was treated with silver nitrate. In (B)(6) 2014, md office notes indicate the patient presented with exposure of vaginal mesh through vaginal wall, pelvic pain and muscle spasm. Md notes indicate the patient to have thinning vaginal epithelium, which can present in postmenopausal women.